Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture or labeling of the device.

Event description:
It was reported that during a procedure of the moderately tortuous, moderately calcified, 90% stenosed, de novo, mid left anterior descending (lad) artery, the guide wire was positioned and intravascular ultrasound (ivus) was performed. While advancing the 2.0 x 12 mm mini trek balloon dilatation catheter (bdc), anatomical resistance was met with the lesion. During the first inflation, the balloon ruptured at 10 atmosphere. The device was removed and a 2.0 x 10 mm non-abbott bdc was used. A 2.5 x 33 mm xience sierra stent was implanted and the procedure was completed. There was no reported adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.